Event description:
On the literature article named "evaluating the ¿patella-friendly¿ concept in total knee arthroplasty: a minimum 15-year follow-up outcome study comparing constant radius, multiradius cruciate-retaining, and nonanatomical cruciate-retaining implants", it was reported that, 2 patients underwent revision surgery due to an unspecified infection. The outcome of this procedures was not reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical medical evaluation could not be performed. Patient specific clinically relevant documentation has not been provided as of the date of this medical investigation. The clinical root cause beyond the reported infection and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.